Manufacturer narrative:
Added information to b5, b7, h6. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported a patient with a 25mm magna valve implanted for an unknown implant duration underwent valve-in-valve procedure due to regurgitation and stenosis. Patient presented with shortness of breath and dyspnea on exertion. Tmvr was performed with a 26mm 9755rsl transcatheter valve. Patient sent to pacu in stable condition and was discharged on pod # 2.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm magna valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tmvr was performed with a 26mm 9755rsl transcatheter valve. Patient sent to pacu in stable condition.